Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient, diagnosed with langerhans cell histiocytosis, requires long-term intravenous chemotherapy with vincristine. On (B)(6) 2025, under aseptic technique, a (PICC) was placed. The catheter tip was positioned at the junction of the right atrium and superior vena cava to meet the needs of long-term intravenous therapy. Post-placement maintenance followed weekly venous access care protocols, including flushing with about 10 ml saline, replacing connectors, and changing transparent dressings. Sterile technique was strictly adhered to throughout use; needle-free connectors were disinfected prior to each infusion. No instances of forced bending, pulling, or rough handling of the connector were observed. The patient has received health education regarding daily activities (avoiding heavy lifting and strenuous exercise). Nursing records indicate no swelling or pain in the catheter-insertion limb, with good catheter backflow and no previous abnormalities. On the 146th day post-placement, the admitting nurse administered saline flush. Saline was observed leaking from the puncture site beneath the transparent film. Upon opening the film to inspect the line, a tear was discovered 1.5 cm from the puncture site. The patient reported no discomfort. Due to excessive external catheter length and insufficient internal catheter length, with the tip no longer positioned within the superior vena cava. This rendered the catheter unsuitable for re-taperization and continued use. The situation was immediately reported to the physician. After communicating with the family and explaining precautions, the family requested catheter removal and reinsertion with medication. On (B)(6) 2025. At 5:00 am, the catheter was successfully reinserted and medicated under aseptic conditions. On (B)(6) 2025, the patient underwent PICC dressing change and was discharged home. Post-discharge telephone follow-up by the department revealed no complications.